Manufacturer narrative:
Device evaluation: result - bd received three sealed samples for catalog 305128, lot 6006584. The samples were visually inspected under a microscope. The epoxy was properly coated between the cannula and needle hub. The cannula did not have any burrs or hooked needles. The od was measured and was found to be within specification for 30g needles (0.012-0.0125 inches). The needle was then tested for proper silicone coating. It was found to be within specification. Finally cannula pull out force was tested. A minimum of 5 lbs. Of force is required. All samples passed this specification. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. (B)(4). Conclusion - bd was not able to confirm the customer¿s indicated failure. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that during an injection, the suspect device broke off in the patient's hip. The patient was urgently taken to surgery to remove the broken needle.